Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a catheter, continuous flow. The customer reports that upon prepping the catheter it broke into pieces. The catheter is so fragile that if you pick it up it breaks into pieces. In addition one of the syringes broke as well. No pt effects as the catheter was never used in the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion the results will be forwarded.